Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 3 months post implant of mesh - ventralex, patient was diagnosed with hernia recurrence, obstruction and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Updated fields: a2, b2, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6)2009. It is also alleged by patient attorney that on (B)(6)2013, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2009 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was identified, and it was excised. A ventralex mesh was placed in the abdomen using sutures.¿ on (B)(6) 2013 - patient was diagnosed with adhesive small bowel obstruction and hernia recurrence thereby underwent laparoscopy converted into open repair with removal of ventralex mesh. Per operative notes, ¿the ventralex mesh, appeared to be intraabdominal and had a large loop of mid jejunum closely adherent with dilated bowel proximally and relatively collapsed distal bowel with meticulous dissection, the bowel was dissected off the mesh and it was removed. There appeared to be an internal hernia, and it was reduced.¿ attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, nerve damage, pain and hernia recurrence.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2009. It is also alleged by patient attorney that on (B)(6) 2013, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."